Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the customer discarded the devices. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a1, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: 977a1, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported the impedances were out of range (yellow) on electrode 3 and 11. Prior to calling technical services (tss), rep reported they connected to neurostimulator (ins) show out of range (yellow) values. Rep then inserted leads into the wens and reported to show that electrode 3 <(>&<)> 11 also showed the same impedance issue - yellow avoid. During call, rep changed reference electrodes and reviewed the only contact out of range with electrode 3 was electrode 14 which read 170 ohms. Rep then changed to electrode 14 and showed electrode 3 with same value. Rep confirmed it was electrode 14 and not 11. It was discussed possible electrodes were touching each other in epidural space. It was reported that the hcp opted to take out and replace both leads. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not determined, however it was believed the leads may have crossed over. It was reported both leads were removed and replaced. Leads will be returned for analysis.